Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05-mar-2019 with the following findings: evaluation revealed that the display was dim and discolored. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that the display was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2019.